Event description:
The last 6 catheters have burst while in use. The period of time the catheter is insitu has varied between 2-7 days. Luckily, the balloon had remained in one piece, however, there was a visible tear in the side of the balloon on all occasions. The catheter insertions were normal with no issues upon insertion. The only items used in the bard tray were used ¿ all syringes are from the tray so there was no way the balloon was over-inflated.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the last 6 catheters have burst while in use. The period of time the catheter is insitu has varied between 2-7 days. Luckily the balloon has remained in one piece, however there is a visible tear in the side of the balloon on all occasions. The catheter insertions are normal ¿ no issues on insertion. Only items used in the bard tray are used ¿ all syringes etc are from the tray so there is no way the balloon is over-inflated.